Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital. The patient's blood glucose (bg) values dropped to 48 mg/dl. The patient stated that the pod delivered 200 units in 1 day. No treatment information was given. The patient was discharged after 2 days.